Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) stopped working when the battery was removed. During analysis testing, the epg performed as designed when the battery was removed. It was indicated that the lower case and side bail covers were broken; the ring cover, side bails, and ring bail were contaminated; and the battery contacts were compressed. These parts were replaced and the epg was re-calibrated and passed final quality assurance tests.

Event description:
It was reported that the battery of the external pulse generator (epg) was being changed while in use with the patient. After the battery was removed, the epg stopped pacing and the patient felt dizzy and went into asystole and was hemodynamically compromised with a drop in blood pressure. The battery was quickly replaced and the patient recovered without issue. The epg was returned. No further patient complications have been reported as a result of this event.